Event description:
Same case as MDR ID# 2134265-2014-03829, 2134265-2014-03830. (B)(4). It was reported that myocardial infarction (mi) and chest pain occurred. On (B)(6) 2012, the presented due to unstable angina and was referred for cardiac catheterization. Target lesion#1 was a de novo lesion located in the distal right coronary artery (rca) with 95% stenosis and was 36 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.75 mm x 38 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion#2 was a de novo lesion located in the mid rca with 95% stenosis and was 40 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 38 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. Target lesion#3 was a de novo lesion located in the proximal rca with 95% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 32 mm ion¿ stent. Following post dilatation, residual stenosis was 0%. The subject was discharged on aspirin and clopidogrel on the same day. On march 2013, the subject presented with cardiac chest pain. Subject's cardiac enzymes were found to be elevated and an event of mi occurred. An electrocardiogram (ECG) was performed suggesting a non q-wave mi. It was observed that the subject experienced ischemic symptoms. One day from the onset of symptoms, the subject was hospitalized and medication was given to treat the event. The event was considered resolved without residual effects and the patient was discharged the following day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).